Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to repeated syncope. Additionally, the patient reported experiencing dizziness for approximately a month. Review of stored device memory noted oversensing with pacing inhibition for greater than two seconds of asystole. Intermittent high out of range right ventricular (rv) pacing impedance measurements greater than 2,000 ohms was also observed. Noise was unable to be produced with patient movement and manipulation of the device. A potential connection issue felt to be related to the device header was suspected. Surgical intervention was undertaken. The device was explanted and returned or analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to repeated syncope. Additionally, the patient reported experiencing dizziness for approximately a month. Review of stored device memory noted oversensing with pacing inhibition for greater than two seconds of asystole. Intermittent high out of range right ventricular (rv) pacing impedance measurements greater than 2,000 ohms was also observed. Noise was unable to be produced with patient movement and manipulation of the device. A potential connection issue felt to be related to the device header was suspected. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.